Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion issue" was not reproduced. Evaluation had device sent to flow line for upstream occlusion testing with a passing result. A review of the event history log revealed multiple "upstream occlusion! " messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the loose upstream pusher. The upstream pusher setup required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an upstream occlusion issue in the biomedical service department. There was no patient involvement. No additional information is available.